Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that discordant, falsely elevated cardiac troponin I (ctni) results were obtained on three patient samples. As per siemens instructions, the customer performed chem wash five times on the instrument after the instrument was idle for 1 hour. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse decontaminated the instrument and ran a system check, which passed. On a subsequent visit, the cse determined that the heterogenous module (hm) wash probe was not getting chem wash delivery due to malfunctioned valve on pump panel. The cse replaced the valve, primed the hm, calibrated the ctni assay, and ran system check and quality controls (qcs). Qcs and the system check recovered acceptably. The valve malfunction potentially contributed to the discordant, falsely elevated ctni results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on 3 patient samples on a dimension xpand plus with hm instrument. A discordant result for one of the patients (sample ID (B)(6)), obtained upon the first repeat, was reported to the physician(s), while the discordant results for the other samples were not reported to the physician(s). The samples were repeated on the same and an alternate dimension rxl instrument, resulting low. The repeat results from the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.